Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant due to lead erosion through the patient's skin. No additional adverse effects were reported. The explanted devices will not be returned to boston scientific for analysis, as they were disposed of at the facility.

Manufacturer narrative:
The devices were disposed of at the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that the lead, lead extension (including lead extension header) and neurostimulator erosion or migration is a known risk with the use of deep brain stimulation (dbs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: db-1216. Serial number: (B)(6). Batch/lot number: 773682. Model/catalog description: vercise genus r16 ipg kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7133427. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7137110. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7136456. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 35107770. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a batch/lot number: 35306000. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: db-1216 serial number: (B)(6) batch/lot number: 773682 model/catalog description: vercise genus r16 ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7133427 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7137110 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55 serial number: (B)(6) batch/lot number: 7136456 model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c serial number: n/a batch/lot number: 35107770 model/catalog description: suretek burr hole cover kit unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c serial number: n/a batch/lot number: 35306000 model/catalog description: suretek burr hole cover kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a full system explant due to lead erosion through the patient's skin. No additional adverse effects were reported. The explanted devices will not be returned to boston scientific for analysis, as they were disposed of at the facility.